Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface got stuck during implantation due to improper position on the tibial baseplate. The surgeon decided to use another articular surface.